Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned.

Event description:
This pi is for revision 2. It was reported through the filing of a lawsuit that allegedly the patient was implanted with a tritanium acetabular cup in her left hip on (B)(6) 2013 and was revised on (B)(6) 2018. It is alleged "during this surgery, and after a cup was impacted into the acetabulum, it was discovered that there was not enough length gained, the femoral head did not show adequate stability of the hip and could be dislocated very easily. Accordingly, further surgery was required the next day at which time the plaintiff required a revision of the femoral stem. Upon performing the osteotomy there was a fracture of the more distal portion of the osteotomy, with a tronchanteric fragment, which was removed."